Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient could not charge the ipg. The patient will undergo pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg, but he had to lay on the charger to apply pressure in order for the charger to couple and the ipg to charge. The ipg was believed to be a little loose in the pocket. Database analysis revealed no anomalies. The patient underwent a pocket revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient could not charge the ipg. The patient will undergo pocket revision procedure.